Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3 months after three dental implants were installed in intraoral region #4, #3 and #13, their non- osseointegration was observed. 50 ncm of primary stability was achieved.